Event description:
Procedure: appendectomy. According to the reporter: after dissection of the appendix, the stapler was placed, closed and fired. The instrument cut, but there was no staples in the magazine. Bleeding occurred and the procedure was converted to a laparotomy.

Manufacturer narrative:
.